Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "low fluid alarm". No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating the reported green light on the panel illuminated upon power up and that the alarm occurred every couple of seconds. The issue was detected during testing and there was no patient involvement.